Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage from forceps elevator. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the switch box had a dent, the right/left knob had a scratch, the scope connector case unit had a dent, due to burn on the plastic distal end cover the insulation resistance value at distal end did not meet the standard value, the objective lens had a chip, the light guide lens had a crack, the connecting tube had a cut, the adhesive around the objective lens had a crack, the water tightness of the forceps elevator was lost, there was corrosion around the elevator arm, and due to annual inspection some parts needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was being returned for routine maintenance. There was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the air/water tube had foreign material attached, and the inside of the light guide lens had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.